Event description:
It was reported that predilatation was performed prior to the attempt to stent. After advancing the stent delivery system (sds) into the mildly calcified, mid circumflex, the decision was made to do additional predilatation, so the sds was removed. During retraction of the sds resistance was felt, which resulted in the proximal end of the stent implant becoming flared before it reached the guiding catheter; however, was able to be removed from the patient without issue. A new xience prime stent was used to complete the case. No patient adverse effects were reported. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information.the device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: analysis of the 2.5 x 38 mm xience prime stent delivery system (sds) noted blood in the guide wire lumen and on the stent implant, which is consistent with handling and suggests a guide wire had been advanced into the lumen. The stent implant was stationary on the tightly folded balloon and between the markers. Dimensional analysis found the tip length and stent implant outer diameters met manufacturing criteria. There were flared struts confirmed on the proximal end of the stent implant. A bend was noted in the hypotube shaft distal to the strain relief tubing. This damage was not observed during product inspection prior to use and thus, may have occurred during or after the procedural attempts to cross the lesion or possibly as a result of packaging and shipment back to abbott vascular for analysis. The inability to cross a lesion can be affected by numerous factors including, but not limited to, patient anatomical morphology, patient disease state, pre-dilatation strategy, device placement technique, and accessory device support. The patient anatomy was mildly calcified which likely contributed to the reported difficulties. Additionally, it is likely that an interaction with the calcified lesion during retraction contributed to the noted stent damage as there was no damage noted to the stent during the inspection prior to use. This suggests a product deficiency did not contribute to the reported difficulties. Additionally, the noted stent damage likely contributed to resistance during retraction. To ensure this type of occurrence is not related to a potential manufacturing or product deficiency, all stent delivery systems are 100% visually inspected online for stent placement/security and dimensionally inspected to verify the crimped stent outer diameters. A review of the lot history record did not reveal any non-conforming material records that could have contributed to this incident. Additionally, a query of the complaint handling database was performed and there have been no other incidents reported for resistance during withdrawal or stent damage for this lot. There is no indication of a product quality deficiency.